Manufacturer narrative:
Based on the claim against the product by the customer noting resistance/drag on the usm 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm 1 to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the customer reported complaint was confirmed and replicated. When the usm 1 was tested on an in house system, it passed normal mode. Remote fe logged errors of 23007 pointed to pitch. The usm 1 was tested on psc fixture test platform (pftp), it passed all the required tests, except yaw sensors check and pitch friction very slow, speed low and speed high. Pitch hd, rotor and elbow bearings will be replaced a fix to the reported problem. The complaint regarding resistance/drag on the usm 1 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: it was alleged that, there was a resistance or drag on the usm 1. The fse confirmed the customer reported complaint and replaced the usm 1 to resolve the issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there is resistance or drag on the universal surgical manipulator (usm) 1. The usm1 was being harder to move and having resistance or drag. The customer moved all of the arms and confirmed that the usm 1 did have more resistance when moving it. There were no related errors in the system logs. The procedure was completed with no reported injury.